Manufacturer narrative:
Citation: werner n. Patients at intermediate surgical risk undergoing isolated interventional or surgical aortic valve implantation for severe symptomatic aortic valve stenosis: one-year results from the german aortic valve registry. Circulation. 2018; 138:2611¿2623. Doi: 10.1161/circulationaha.117.033048 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the indications and clinical outcomes of patients undergoing transcatheter aortic valve replacement (tavr) versus surgical aortic valve replacement (savr). All data were collected from the german aortic valve registry (gary) between january 2012 and december 2014. The study population included a total of 7613 patients, 6469 of which underwent tavr (predominantly female, mean age 82.5 years). Within the study population, 1940 patients were implanted with medtronic corevalve bioprosthetic aortic valves and 1 patient implanted with a medtronic hancock ii surgical bioprosthetic aortic valve. No serial numbers were provided. Among all tavr patients, in-hospital mortality was 3.6% and 1-year mortality was 17.5%. Patients who underwent tavr with transvascular access had a 1-yr mortality rate of 16.5% in comparison with 21.1% of patients who underwent tavr with transapical access. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major strokes, transient ischemic attacks (tia), myocardial infarctions, new-onset atrial fibrillation, need for permanent pacemaker/implantable cardioverter defibrillator (ICD), bleeding requiring transfusion, hematomas, vascular complications, grade 2 or higher aortic regurgitation, low cardiac output, cardiac tamponade, wound infections, and rehospitalization for valve implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.